Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator was alarming for replace fio2 sensor. There was no harm or injury reported. The device was not returned to manufacturer for evaluation. Remote service was provided by manufacturer to reporter and determination made that replacement of the system board - fio2 sensor cable was required. A material only order was arranged and replacement cable was shipped to address the issue.

Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator was alarming for replace fio2 sensor. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.